Event description:
Paramedics were transferring a pt on a guerney from the ambulance to the hosp ER. The operator was carrying the device while it was connected to the pt with 4-lead ECG electrodes and disposable defibrillation/ECG electrodes. According to the rptr, the operator looked at the device's display and observed that it had charged to 150 joules by itself. The rptr indicated that no alarms were heard but that the scene was "very noisy." The operator dumped the charge by cycling power and no adverse affects were reported as a results of the alleged malfunction.